Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that the implantable neurostimulator has not worked for the patient, so it is dead and has not been used for four years, confirmed as last being used in 2014. There were no patient symptoms or complications reported.